Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred while the system was outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Further inspection revealed issue occurred due to connection stability problem at hard disk in host pc. Fse reseated the connection, reloaded backup, and performed configuration. After repair action by the fse, the system returned to use in a good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc.